Event description:
It was reported that patient originally had a medtronic pump that was replaced by a codman 50cc low flow pump. The medtronic catheter was left in place and used with the codman pump. Reports a 1/2 cc/day flow rate. Increasing residual volume over 3 month period. Oral meds were increased due to increased pain. Because of difficulties, patient requested explant of pump.